Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article title: absorb bioresorbable vascular scaffold versus everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 1-year results of a propensity score matching comparison.

Event description:
It was reported through a research article identifying an absorb scaffold that was implanted in the left anterior descending coronary artery. Two unspecified 3.5x12mm absorb biodegradable scaffolds were implanted. The patient developed thrombosis 13 days later. Type of treatment was not specified. Specific patient information is documented as unknown. Details are listed in the article, titled "absorb bioresorbable vascular scaffold versus everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 1-year results of a propensity score matching comparison."